Manufacturer narrative:
Customer reported the probe stuck in position and a burning smell from their iq200 unit. No one was injured and no erroneous results were reported or generated. There was no report of smoke or fire. Fire dept was not called in. An iris field svc engineer (fse) replaced the burnt out boards and performed post repair alignment and qc passed successfully. Sys was operational.

Event description:
Customer reported burning smell from their iq200 unit.